Event description:
A 34 cc iabp 8 f catheter. Problem with pressure wave form when balloon was inflating. Turned unit off-visualized via tee and saw balloon was still inflated. Had to manually deflate iabp before removal. Iabp stated balloon was deflated and it obviously was not.